Event description:
On thursday, 6/15/00, rptr was advised of a situation that occurred on 6/10/00 at 7:06 am, wherein "all transmitters on the monitor from cdt/lan tower 4 went flat-line." Biomedical engineering was notified. Monitors back in svc at 8:55 am (6/10/00). Staff observation of seven (7) affected pts, with every 15 mins monitoring by nursing staff. One pt was found to be without pulse and respirations at 8:46 am. Resuscitation efforts were unsuccessful.

Event description:
On thursday, 6/15/00, rptr was advised of a situation that occurred on 6/10/00 at 7:06 am, wherein "all transmitters on the monitor from cdt/lan tower 4 went flat-line." Biomedical engineering was notified. Monitors back in svc at 8:55 am (6/10/00). Staff observation of seven (7) affected pts, with every 15 mins monitoring by nursing staff. One pt was found to be without pulse and respirations at 8:46 am. Resuscitation efforts were unsuccessful.

Event description:
On thursday, 6/15/00, rptr was advised of a situation that occurred on 6/10/00 at 7:06am, wherein "all transmitters on the monitor from cdt/lan tower 4 went flat-line." Biomedical engineering was notified. Monitors back in svc at 8:55 am (6/10/00). Staff observation of seven (7) affected pts, with every 15 mins monitoring by nursing staff. One pt was found to be without pulse and respirations at 8:46 am. Resuscitation efforts were unsuccessful.

Event description:
On thursday, 6/15/00, rptr was advised of a situation that occurred on 6/10/00 at 7:06 am, wherein "all transmitters on the monitor from cdt/lan tower 4 went flat-line." Biomedical engineering was notified. Monitors back in svc at 8:55 am (6/10/00). Staff observation of seven (7) affected pts, with every 15 mins monitoring by nursing staff. One pt was found to be without pulse and respirations at 8:46 am. Resuscitation efforts were unsuccessful.

Event description:
On thursday, 6/15/00, rptr was advised of a situation that occurred on 6/10/00 at 7:06 am, wherein "all transmitters on the monitor from cdt/lan tower 4 went flat-line." Biomedical engineering was notified. Monitors back in svc at 8:55 am (6/10/00). Staff observation of seven (7) affected pts, with every 15 mins monitoring by nursing staff. One pt was found to be without pulse and respirations at 8:46am. Resuscitation efforts were unsuccessful.

Event description:
On thursday, 6/15/00, rptr was advised of a situation that occurred on 6/10/00 at 7:06am, wherein "all transmitters on the monitor from cdt/lan tower 4 went flat-line." Biomedical engineering was notified. Monitors back in svc at 8:55 am (6/10/00). Staff observation of seven (7) affected pts, with every 15 mins monitoring by nursing staff. One pt was found to be without pulse and respirations at 8:46 am. Resuscitation efforts were unsuccessful.

Event description:
On thursday, 6/15/00, rptr was advised of a situation that occurred on 6/10/00 at 7:06 am, wherein "all transmitters on the monitor from cdt/lan tower 4 went flat-line." Biomedical engineering was notified. Monitors back in svc at 8:55 am (6/10/00). Staff observation of seven (7) affected pts, with every 15 mins monitoring by nursing staff. One pt was found to be without pulse and respirations at 8:46 am. Resuscitation efforts were unsuccessful.